Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, and red particles on gel. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is a striated opening on radius assessed as surgical damage.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional additionally reported rupture. Device has been explanted.

Event description:
Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported right side capsular contracture baker grade unknown. Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.